Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3 other text : device not returned

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed to address the occlusions. Customer's blood glucose level was 191 mg/dl.